Manufacturer narrative:
The reported events were could not be moved to tether mode and premature release. As received, a catheter was returned in one piece with no attached device and trace of blood was noted at the distal cap region. The reported event of premature release was confirmed. X-ray examination of the catheter found the tether wire at the stationary screw was out of position. The cause of premature release was due to out of position tether wire at the stationary screw. The reported event of could not be moved to tether mode was not confirmed. Visual examination found the catheter was bent adjacent to the handle. The functional test was not performed due to the condition of the catheter.

Event description:
It was reported that during the implant of a right ventricle leadless pacemaker (rvlp), the delivery catheter was unable to transition to tether mode and the rvlp prematurely separated. The rvlp was implanted. The patient was stable following the procedure.